Event description:
The facility reported a colleague infusion pump which was broken. It is unknown when this event occurred; however, this event occurred while the pump was being inspected during biomed servicing. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "broken" was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that the root cause of this condition was depleted main batteries. The main batteries and battery harness were replaced in order to correct this condition. Additional information: a device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. This device is a remediated colleague pump with a user interface module software version of 6.13.90. Baxter has conducted a trend review and will continue to monitor similar reports to determine if further actions are required.